Event description:
Correction to H11.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: H11 which erroneously reported an internal reference number and should be blank. It was confirmed that the model number of the scope is CF-HQ190L, and the serial number is (b)(6).Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
THE DEVICE WAS RETURNED TO OLYMPUS FOR INSPECTION. A ROOT CAUSE COULD NOT BE IDENTIFIED. BASED ON THE RESULTS OF THE INVESTIGATION, IT IS LIKELY THE FOLLOWING LED TO THE MALFUNCTION: CAUSE TRACED TO COMPONENT FAILURE. SHOULD ADDITIONAL RELEVANT INFORMATION BECOME AVAILABLE, A SUPPLEMENTAL REPORT WILL BE SUBMITTED. OLYMPUS WILL CONTINUE TO MONITOR FIELD PERFORMANCE FOR THIS DEVICE.

Event description:
IT WAS REPORTED THE REPROCESSOR HAD A LEAK FROM THE DETERGENT PUMP DURING REPROCESSING. THERE WERE NO REPORTS OF PATIENT INVOLVEMENT.